Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Patient called stating she had a left hip replacement on (B)(6) 2007. She mentioned she had 4 dislocations. For the first 3 dislocations, she was able to put her hip back in place on her own without medical intervention. However, for the 4th dislocation which was on (B)(6) 2018 she was taken to the emergency room. This pi is for dislocation with medical intervention.